Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The products were visually evaluated and found to have the posts fractured at the threads and all of the inner plates detached. The parts were returned in a biohazard bag so the package was not opened for further inspection. Investigation results concluded that the reported event was due to excessive force. The instructions for use (IFU) for this product states in the warnings section: ¿improper selection, placement, positioning, or fixation of the implant can cause a subsequent undesirable result. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The devices can break or be damaged due to excessive activity, load bearing upon insertion in vivo, or trauma. This could lead to failure of the device, which could require additional surgery and/or device removal.¿ a summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The following sections were updated: date of this report, describe event or problem, device availability, date received by manufacturer, type of report and follow-up number, type of follow-up, device evaluated by manufacturer, additional narratives/ data.

Event description:
It was reported one clamp broke, however three broken clamps were returned for evaluation for this event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the clamp broke during surgery. The broken clamp was removed and replaced with another clamp of the same size. There was no surgical delay or patient injury. The complaint form indicates the surgical technique was not followed, however no details were provided. Additional information was requested but has not been received at this time.